Event description:
It was reported that the duo headlight 2 bay system (90620us) flickers due to top cooling fan not working. The unit would operate normally for the first ten minutes then proceeded to flicker when the module got hot. No patient injury, death or surgical delay has been reported.

Manufacturer narrative:
The duo headlight 2 bay system (90620us) was returned for evaluation: failure analysis - the duo headlight was received in used condition. Evaluation identified that the headlight power cord connector pin was broken off. The power cord has been replaced to correct the issue. The unit passed all tests. Root cause analysis - it was determined that the damage was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
Updated fields g3, g6, h2, h11. Corrected field: h6 (medical device problem code).

Event description:
N/a.